Manufacturer narrative:
The event was confirmed. A review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review found no other events for the referenced lot.the event was confirmed and the device was determined to be nonconforming. An nc was issued for an undersized dome hole and a metal burr on the inner threads of the dome hole.

Event description:
As per sales rep, during a right total hip surgery, surgeon used a tritanium cluster cup and he reamed a 59 and put in a 60. When surgeon tried to thread it, it didn't fit. Three different inserters were tried but none of them worked. Surgeon opened another 60 cup with a different lot code but that one didn't thread either. Patient went into a-fib and surgeon was able to make the second cup work. There was a 5 minute delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per sales rep, during a right total hip surgery, surgeon used a tritanium cluster cup and he reamed a 59 and put in a 60. When surgeon tried to thread it, it didn't fit. Three different inserters were tried but none of them worked. Surgeon opened another 60 cup with a different lot code but that one didn't thread either. Patient went into a-fib and surgeon was able to make the second cup work. There was a 5 minute delay.